Event description:
The daughter of a male patient contacted lifecor customer support to report that the system would not turn on. She stated that she tried both battery packs and neither would work. She stated that one of the pins in the battery well of the monitor looked bent. Support had a lifecor patient services representative visit the patient and replace the battery packs and monitor.

Manufacturer narrative:
Monitor - 2008; battery packs - 2008. Device evaluations of monitor, battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had bent connector plastic, but were still functional. The connectors were replaced. They were retested and restocked. The damaged connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor or battery packs. The patient received a replacement monitor and battery packs.